Manufacturer narrative:
This submission is being made after an acquisition and internal audit of wellspect healthcare. Analyzing the returned sample shows no defects or deviations. Analyzing the batch documentation, however, reveals that this batch was produced when a manufacturing process problem occurred. The faulty products in the batch was sorted out and discarded. Unfortunately, some faulty problems may have reached the customer and due to a leaking sachet have caused the catheter coating to crystallize. The manufacturing problem has been solved and an automated control function has been installed.

Event description:
The patient experienced some resistance when catheterizing. After catheterization some blood was visible on the catheter tip. Next catheterization the same thing happened.